Event description:
Complainant alleged that during functional testing, the electrode connector was unable to attach to the multi-function cable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.